Event description:
The hosp reported that during the use of the device, the balloon deflated during the operation. There was no reported pt injury or death.

Manufacturer narrative:
An actual complaint sample was returned and evaluated. There were no obvious visual defects, however, upon inflation of the balloon, a small hole in the balloon was discovered near the proximal bond on the catheter. This complaint does not represent a trend according to our records.